Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Initial reporter is a j&j sales representative. The device manufacture date is currently unavailable. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observation revealed wear marks and rotated left pedal was broken. Therefore, this complaint can be confirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. The possible root cause for the reported condition can be attributed to the rough, heavy and repeated use of the device, since this is a reusable device, the constant rough manipulation between surgeries can lead to a broken pedal, however, this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
This is report 1 of 2 for (B)(4). It was reported by the sales rep that during processing, it was observed that the 5 way foot pedal device had physical damage. During in-house engineering evaluation, it was determined that the rotated left pedal was broken on the device. There was no procedure nor patient involvement reported.